Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of stored electrograms (egms) showed intermittent noise and oversensing on the atrial and right ventricular (rv) channels. Four seconds of pacing inhibition occurred due to the oversensed noise. It was noted that the event was while this patient was undergoing hip surgery. The system remains in service and no adverse patient effects were reported.